Event description:
A materials manager called corporate product surveillance (cps) regarding one 500ml intravia empty container in which the patient returned the bag saying it was difficult to use, as a leak was detected between the injection port and IV spike access site right at the seam. The condition occurred during an infusion of aralast for treatment of antitrypsin deficiency. The condition occurred towards the beginning of the infusion. The patient completed the infusion by changing out the bag. There was no injury or adverse event due to the condition. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. The received unit was used, received in a plastic bag, rolled in yellow pad, in a ups box. During visual inspection no defects were observed, however, the unit failed the functional test and the pressure test at 8psi. The customer reported issue of a "leak in the bag" was confirmed. The root cause evaluated for this condition could be related to a weak seal on the bag and during the filling process the seal broke causing the leak. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.